Event description:
Additional information: it was later reported that the patient's symptoms were related to a new diagnosis of spinal stenosis, unrelated to the device, therapy, or implant.

Event description:
It was initially reported that the patient was hospitalized. It was later reported that patient experienced right lower extremity weakness; and imaging performed during the visit on (B)(6) 2012 revealed a new diagnosis of spinal canal stenosis which was probably causing the weakness. The bolus dose was decreased, programmer time 14:58, and an order for MRI was given to rule out inflammatory mass. Drugs delivered via the pump were hydromorphone, baclofen (compounded) and bupivacaine. A refill was noted on 2011 (B)(6), programmer time 11:54. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, lot #: j12207r19, implanted: 2005 (B)(6), explanted: unk.